Manufacturer narrative:
Your facility provided samples to aid in our quality engineer's investigation. Visual examination of the samples show conforming applicators with no end cap issue identifiable. The failure mode of end cap fell apart was verified by the retained samples available. A device history record was reviewed for batch/lot 0328213 and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally.

Event description:
It was reported that the back end of the applicator came off and the glass vial fell on the floor. Per email: today I was told about some issues with our chloraprep sticks. My staff told me it happened at drh last week when she was over there and at same day twice. When the staff are shaking them the glass tubes are coming out the ends. Today it came out, landed on the pt and fell to the ground shattering the glass. I have the package but not the stick. I will fill out a variance form. Is there anything else you need? Per complaint form: glass vials are coming out of the end of the denzi when staff are shaking it to get the solution down. Thrown out - glass shattered all on floor.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the back end of the applicator came off and the glass vial fell on the floor. Per email: today I was told about some issues with our chloraprep sticks. My staff told me it happened at drh last week when she was over there and at same day twice. When the staff are shaking them the glass tubes are coming out the ends. Today it came out, landed on the pt and fell to the ground shattering the glass. I have the package but not the stick. I will fill out a variance form. Is there anything else you need? Per complaint form: glass vials are coming out of the end of the denzi when staff are shaking it to get the solution down. Thrown out - glass shattered all on floor.